Event description:
While pushing resident in wheelchair on front sidewalk the front left wheel (plastic spokes) snapped, causing wheelchair to pitch forward, throwing resident face first on to the concrete. This is the third such incident that has occurred.